Manufacturer narrative:
Investigation was performed on returned meter (B)(4) and retained test strips lot number 1017514. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings greater than 500 mg/dl. A reading greater than 500 mg/dl would display a "hi" message.

Event description:
A customer reported on (B)(6), 2011 she received a message "hi" on the screen of their freestyle lite meter and self-dosed with insulin. The customer reportedly experienced headache, numbness in the left side of body and seizure and self-treated with anti-anxiety medication xanax to counteract the event. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.